Event description:
Alledges he was sitting on scooter with key on, when the scooter started to slowly back up. Claims he could not stop the scooter.

Manufacturer narrative:
Service technician sent to inspect the scooter.